Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture/generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with 320cc mentor memorygel breast implants experienced bilateral baker grade ii capsular contracture, right sided rupture, and several unexplained systemic symptoms post procedure. Fatigue, brain fog, joint pain, neck pain, shoulder pain, eye pain, blood shot eyes, and edema in the face were noted. The rupture was discovered during explant surgery. Explant without replacement was performed on (B)(6) 2021. See 1645337-2021-08407 for contralateral prosthesis report.